Manufacturer narrative:
Additional information provided in h3, h6, and h10. The 25 gauge illuminated flex curved laser probe was not returned for evaluation. The 25 gauge illuminated flex curved laser probes were packaged on june 15, 2018. There were 1260 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The 25 gauge illuminated flex curved laser probe was received and a visual assessment of the returned sample showed no obvious non-conformities. Further evaluation found the 25 gauge illuminated flex curved laser probe met product specifications. The 25 gauge illuminated flex curved laser probe was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, the laser probe tip stuck inside the trocar when removing. A new trocar was used to complete the case. There was no patient harm.